Manufacturer narrative:
Due to the litigation process, little detail is available to aid in this investigation at this time. A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen knee system. It is reported by the patient's counsel that the patient received a nexgen cr femoral component, a nexgen tm cr monoblock tibial component and a tm porous patella component for their left knee on (B)(6) 2008. The patient was revised of their femoral and monoblock tibial components on (B)(6) 2015 due to pain. It is noted that the patient's tm porous patella that was implanted on (B)(6) 2008 was revised 1-2 years ago (from op notes dated (B)(6) 2015); however, the specific date was not provided. Additionally, it is unknown what type of patella was implanted when the initial patella was revised on the unknown date. This report (3005751028-2016-00005) was submitted for the tm patella. Refer to report 3005751028-2016-00004 for the event concerning the tm monoblock tibia. Note that the nexgen cr femoral component is within zimmer biomet (B)(4) design control and the tm monoblock tibia and tm patella are within zimmer biomet (B)(4) design control.